Event description:
Three different staplers in the same lot # wouldn't cut or staple tissue. The patient was not harmed, they just kept opening staplers until one worked. Manufacturer response for stapler, covidien (per site reporter). They will initiate a quality control study and send in a replacement device.